Event description:
A fogarty catheter opened for case would not deflate-discarded. 2nd fogarty catheter opened and used, became lodged in dense calcific plaque in distal popliteal artery. Angiogram confirmed. Anastomosis carried out to distal popliteal artery.